Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6), 2023, a ventilator was used to provide respiratory support to the patient. During use, the ventilator continued to alarm: the oxygen source was missing, and the central oxygen supply was normal. The instrument was retested, but the malfunction could not be resolved. No patient harm or consequences reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, a ventilator was used to provide respiratory support to the patient. During use, the ventilator continued to alarm: the oxygen source was missing, and the central oxygen supply was normal. The instrument was retested, but the malfunction could not be resolved. No patient harm or consequences reported.